Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise, as shown by a post-operative interrogation. It was noted that the peri-operative testing of the icm showed adequate sensing; it was proposed that the noise detection may have been recorded while the icm was still in the package, or was due to an air bubble. The icm remains in use. No patient complications have been reported as a result of this event.